Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could not get her insulin pump to work. Her blood glucose was 245 mg/dl at the time of reporting. She also stated that the devise alarmed low battery despite a battery change. She was able to clear the alarm with assistance. No equipment is being returned. No additional information was reported.